Event description:
Product was used for a laparoscopic appendectomy in (B)(6) 2015. Sleeve is inserted during laparoscopic surgery that allows instruments to be passed in and out through it. A piece of the plastic that splits was retained and was found during a diagnostic laparoscopy for abdominal pain in (B)(6) 2018. The patient was sent home after surgery the same day in stable condition.